Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer attempted to deliver a bolus. Reportedly, the pump was in the bathroom while the customer was taking a shower. The customer's blood glucose level was 256 mg/dl and it was addressed with a bolus. The customer was able to resume insulin delivery.